Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded n (noise) markers below the qrs complex in the presenting electrogram (egm). Additionally, patient data is missing from device data. Technical services (ts) was consulted and confirmed the n markers are due to clipping of the qrs. Basically, the complexes are saturating the sensing amplifier which is causing the device noise. The clinic was advised to investigate this further, by checking if this is only postural or if it is due to a progression of disease state. Ts also provided instructions to re-enter the patient data when the patient is next seen. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.